Event description:
Healthcare professional reported left side implant exchange due to the patient's concern with the product. Later, healthcare professional reported via MRI "cyst" and via ultrasound "small hypoechoic round nodular density" and "one reactive appearing lymph node". The event of "cyst" is not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.